Manufacturer narrative:
Date inaccurate, only the year is valid. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 10-feb-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, multiple back operations, and spinal pain. It was reported that the patient had their system removed because they started to experience acute pain at the ins and lead site. They said that this felt like a burning knife. The revision occurred on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
Product problem if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional was reported that the circumstances that led to the acute pain at the ins and lead site was due to wiring on the patient's nerves. The patient does not know if the acute pain at the ins site has been resolved. No further information was reported.